Manufacturer narrative:
Product complaint #: (B)(4). This report is related to a clinical trial, therefore no product will be returned for analysis. Additional information was requested, and the following was obtained: please clarify what was the drug therapy performed to treat tachycardia and raised blood pressure? - subject was given morphine to treat tachycardia and raised blood pressure. If medical treatment was provided, please provide medicine name, strength and dose - for this study, we do not collect information on strength and dose. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a excision of abdominal neuroblastoma on (B)(6) 2020 and was involved in a clinical trial. On (B)(6) 2020 the patient developed tachycardia, bradypnoea, and raised blood pressure. The patient was given morphine and the symptoms resolved.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/11/2021. Additional information: h6. Additional information was requested, and the following was obtained: in this instance the tachycardia and raised blood pressure were in relation to post-operative pain and therefore once the patient was given morphine for the pain this resolved these symptoms. The morphine was given on an infusion and run at between 5-6mcg/kg/hour. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.